Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula crimped event on (B)(6) 2025. The patient also have high blood glucose level with diabetic ketoacidosis. No further information available.